Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report. (B)(4).

Event description:
It was reported that the patient no longer has any access to sound. The external equipment has been checked and no problem found. There is no history of an accident or trauma. Testing confirmed that the device has malfunctioned.